Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent a hardware removal due to pain. One (1) variable angle locking compression plate posterolateral distal humerus plates with lateral support, one (1) variable angle locking compression plate extended medial distal humerus plates, one (1) cortex screw self-tapping 50 mm, one (1) cortex screw self-tapping 20 mm, one (1) cortex screw self-tapping 24 mm, three (3) cortex screws self-tapping 20 mm, one (1) cortex screw self-tapping 22 mm, one (1) cortex screw self-tapping 26 mm, one (1) variable angle locking screw self-tapping with t8 stardrive recess 14 mm, one variable angle locking screw self-tapping with t8 stardrive recess 16 mm, one (1) variable angle locking screw self-tapping with t8 stardrive recess 22 mm, one (1) variable angle locking screw self-tapping with t8 stardrive recess 30 mm, one (1) variable angle locking screw self-tapping with t8 stardrive recess 40 mm and one (1) variable angle locking screw self-tapping with t8 stardrive recess 50 mm. Some screws were broken and left. Other screws were left in the body. It is unknown if what screws were left/broken. There was no surgical delay. Procedure was successfully completed. Patient status was unknown. This report is for one (1) 3.5 mm cortex screw self-tapping 22 mm. This is report 5 of 10 for (B)(4). This (B)(4) captures the post-op event involving the hardware removal due to pain, while (B)(4) was created to capture the intra-op event involving the unknown screws that was left in the patient's body.